Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving nine shocks for ventricular tachycardia (vt). It was noted that the patient was asymptomatic. Upon review one episode indicated the implantable cardioverter defibrillator (ICD) delivered ramp pacing which accellerated the rhythm and the patient received five shocks for vt. The rhythm did slow, however further therapy attempts were made but therapy was exhausted for that episode. The following day the ICD was reprogrammed with different therapy zones and remains in service. No additional adverse patient effects were reported.